Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The customer confirmed the reported issue. A leak was found at the exhaust port test fitting. The customer resolved the leak at the test fitting and the unit now passes the system leak test.

Event description:
The customer reported the ventilator was failing the system leak test. There was no patient involvement. Event date not specified: estimate used.